Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device did not have enough power to remove the skin, which caused the graft to not be uniform. On (B)(6) 2018, it was clarified that the event occurred during surgery. The event was not after a recent purchase or repair. There was no medical intervention or additional surgical procedures required. There was no harm or injury reported. Another device was not used to complete the surgery. There was no extension or delay reported. An additional graft was not required. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet china has previously repaired/evaluated electric dermatome serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was not very powerful and the vespel sleeve bearings, semi-circle bearings, screws, needle bearing, and ball bearing were replaced. Product review of the electric dermatome by zimmer biomet (B)(4) on (B)(6) 2018 revealed that the motor was inoperative (0 rpm). The control lever torque testing was not performed. The calibration was out of specification at all four settings. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included replacement of the vespel sleeve bearings, semi-circle bearings, screws, motor, handpiece switch and needle bearing. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the motor was inoperative at 0 rpm. The cause of the device not having enough power and graft not being uniform was due to the malfunctioning motor. The root cause of the device not having enough power and graft not being uniform could not be determined with the provided information since it is unknown how the damage occurred. The issue was resolved with the replaced motor. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the dermatome did not have enough power to remove the skin, which caused the skin that was taken to not be uniform. The was no delay in procedure. No intervention or additional skin graft needed. No adverse events were reported as a result of this malfunction.